Event description:
Team member reported that a needle broke off at the hub of the injection when team member went to close the needle. There was no injury to the team member or to the patient. The team received communication regarding this event and were asked to report any future events of needle breakage.